Event description:
It was reported that during an unk procedure, was trying to clip cystic duct. Clip cut through the cystic duct. He opened another clip applier. Opened a 3rd and was able to clip the cystic duct. No adverse impact patient/user.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk the device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please provide more details for each device involved: during the procedure, the clip cut through the cystic artery. A second clip applier was opened with the same lot # as the first and the same issue occurred. A third clip applier was then opened the physician was able to successfully clip the cystic artery. Did device jam (not fire clips)? No did device not feed clips (clips not advance fully into jaws)? No did device drop or eject clips? No was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc )? Yes the physician stated that the clips appeared consistent with the scissored clips similar to those shown in a reference image. Did the clip not hold on the vessel or tissue once placed? No was the device on a vessel/artery when it would not open? Yes it was on an artery if yes, how was the device removed? (Cut off, forced open) they physician used additional clips around the scissored clip to secure and control the artery if the device was cut off, was there any damage to the vessel/tissue? The physician was able to complete the procedure successfully. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. D4: batch # y70540. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with one jaw broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area. Four (4) remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. Device history review a manufacturing record evaluation was performed for the finished device batch y70540 number, and no non-conformances were identified.